Event description:
Information received indicates the head section will not lower. The gas spring getting stuck.

Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the repair is complete.